Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, difficulty walking and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2012 and (B)(6) 2012. The modular head, acetabular cup and taper adapter were removed on (B)(6) 2012. The modular head and liner were removed and replaced on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, difficulty walking and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2012 . The modular head, acetabular cup, and taper adapter were removed and replaced on (B)(6) 2012. The modular head and liner were removed and replaced on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical record dated (B)(6) 2012 reports patient was revised on the right hip due to loosening. Information received in patient's medical record dated (B)(6) 2012 reports patient was revised due to recurrent right hip dislocation. Medical record further reports abductor muscle disruption as the primary reason for dislocation. Additional information received in patient medical record reports the patient underwent a left total hip arthroplasty on (B)(6) 2003. There has been no reported revision procedure for the left side. Additional information received (B)(6) 2014 in patient operative (op) notes dated (B)(6) 2012 reveals the presence of reactive tissue, clear fluid, osteolysis, metal-on-metal wear, and a loose cup. In addition, op notes dated (B)(6) 2012 report the presence of hematoma, hyperactive pseudocapsule, chronic inflammation, avulsion fracture, and atrophied muscle.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-02736 / -02739 and -05526 / -05527).

Event description:
Legal counsel for patient reports patient underwent a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, difficulty walking and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2012 and (B)(6) 2012. The modular head, acetabular cup, and taper adapter were removed and replaced on (B)(6) 2012. The modular head and liner were removed and replaced on (B)(6) 2012. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical record dated (B)(6) 2012 reports patient was revised on the right hip due to loosening. Information received in patient's medical record dated (B)(6) 2012 reports patient was revised due to recurrent right hip dislocation. Medical record further reports abductor muscle disruption as the primary reason for dislocation. Additional information received in patient medical record reports the patient underwent a left total hip arthroplasty on (B)(6) 2003. There has been no reported revision procedure for the left side.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-02736 / 02739).